Event description:
The reporter indicated that a 12.1mm vticmo12.1, -13.5/1.5/094 (sphere/cylinder/axis), implantable collamer lens was implanted and replaced intraoperatively with a longer length lens on (B)(6) 2022 from patient's right eye (od) due to low vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Expiration date is 02/28/2025. (B)(4).